Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp and could not duplicate the reported issue. The fse stated no fault found. The iabp passed all calibration, functional and safety test performance. The iabp was returned to the costumer in clear to clinical use.

Event description:
The customer reported that the intra-aortic balloon (iab) had a sensor failure during cs300 intra-aortic balloon pump (iabp) therapy and would not recognize the fiber optic catheter. No adverse event was reported.

Event description:
The customer reported that the intra-aortic balloon (iab) had a sensor failure during cs300 intra-aortic balloon pump (iabp) therapy and would not recognize the fiber optic catheter. No adverse event was reported.